Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reported waking and experiencing elevated blood glucose level of 509mg/dl; was able to self treat. Customer retested 2.5 hours later with a reading of 516 mg/dl; was able to self-treat. Customer stated his wife drove him to the hospital where he was diagnosed with dka; was treated with an insulin drip and saline drip. Patient reported the same issue occurred on (B)(6) 2015 and he was again taken to the hospital and received the same treatment. Patient alleges pump is working intermittently. Requested return of the alleged device for evaluation and replacement was sent.